Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during a laparoscopic procedure, the device used was difficult to load. The needle fell out of the device. The current patient status is okay.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Pmv observed witness marks on the beveled wall of the device. Pmv noted that the needle toggled out of jaws of the device at times during testing, which was replicated. The device was dissembled to measure the critical dimensions that directly related to jaw alignment and found that female jaw dimension was out of specification. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. A critical dimension of the female jaw of the device was out of acceptable range according to design specifications, which in combination with an excessive manipulation during toggling of the needle created the conditions where the needle rests outside of the jaws. The product analysis established a relationship between a device failure and the reported incident of needle disengaged and difficult to load . Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: laparoscopic. The current patient status is okay.

Event description:
According to the reporter: during the procedure, the device used was difficult to load. The needle fell out of the device. To complete the case, a 4th device was used with no issue. No harm was caused to the patient.